Event description:
It was reported that a dexcom g7 sensor was paired to the patient¿s phone first, which led to pairing failure with the ilet and intermittent communication, and the issue was resolved through troubleshooting that included turning off the phone¿s bluetooth and pairing the g7 to the ilet first, after which the sensor entered warmup without further issues. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with relevant device components identified as electrical and magnetic systems and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.